Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. It was reported the patient was not doing quality checks on the sensor calibration as instructed in the owner¿s guide. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.